Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer fell into the pool. The caller reported the insulin pump displayed the number two on the screen. The customer's blood glucose was 322 mg/dl at the time of incident. It was reported fluid was present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with light moisture damage to electronic assemblies. No traces of moisture were noted keypad traces or motor assemblies per our visual inspection. The operating currents are within specifications and passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners.